Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancies: cgm was reading in the 214 mg/dl and blood glucose meter reading at 174 mg/dl, cgm was reading low and blood glucose meter reading at 95 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.